Manufacturer narrative:
(B)(4). Upon further investigation, the nurse confirmed the patient experienced colitis which led to peritonitis; therefore, the disposable device has not caused or contributed to the reported events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the event had not been determined. On the same day as the event onset, the patient was hospitalized. Treatment details were unknown. Dianeal therapy remained ongoing. At the time of this report, the patient was recovering from bacterial peritonitis. No additional information is available.